Event description:
It was reported that during a diagnostic colonoscopy under sedation, a perforation occurred in the patient's digestive tract when using the colonovideoscope. The procedure was completed using the same device and there were no reports of additional surgical or medical intervention and no reports of any further patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated: b5 to include inadvertently left out information from the previous report. The device was not returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The physician stated that the patient is "now fine" without additional treatment.